Event description:
New information noted that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right ventricle (rv) lead noise was reproducible. The rv lead was inactivated and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the right ventricle lead exhibited noise over-sensing. No intervention was performed. There were no patient's consequences reported.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The correct statement in b5 should have been "it was reported that the right ventricle lead exhibited noise over-sensing, resulting in high ventricular rate episodes. No intervention was performed. There were no patient's consequences reported", rather than "it was reported that the right ventricle (rv) lead exhibited noise over-sensing. No intervention was performed. There were no patient's consequences reported."

Event description:
It was reported that the right ventricle lead exhibited noise over-sensing, resulting in high ventricular rate episodes. No intervention was performed. There were no patient's consequences reported.